Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that the meter stopped working and a "x" appeared on the receiver screen on (B)(6) 2016. No additional event or patient information is available.